Event description:
It was reported that during a case involving a saphenous vein graft to the "lad" (which was pre-dilated) there was difficulty seating various guiding catheters. The stent delivery system (sds) was in and out of the guiding catheters several times (contrary to IFU). When the stent was finally going to be deployed, all that was seen was the balloon; the stent had dislodged and was slightly distal to the intended lesion. An attempt was made to snare the stent, but the snare was not long enough, a guide wire was used in an attempt to retrieve the stent and it did not work either. A balloon catheter was used to compress the stent against the vessel wall. Additional dilatation was performed and another stent was used to treat the intended site.